Manufacturer narrative:
(B)(4). Visual inspection and scanning electron microscopy (sem) analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. This type of damage may suggest that the balloon was exposed to calcification or possibly interaction with the stent; however, this could not be confirmed and a conclusive cause was unable to be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the balloon rupture and separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an intervention an attempt was made to use a 8 x 40 mm armada 35 balloon catheter; however, the balloon ruptured before reaching the rated burst pressure of 20 atmospheres. Instead of the balloon just rupturing linearly, it ruptured into pieces. One piece of the balloon was removed with the balloon catheter, another piece was stuck on the guide wire and was able to be removed and a piece remained in the artery. A stent implant was used to crush the piece of balloon material to the arterial wall to avoid embolization distally. No additional information was provided.